Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after assembling the unit the pressure chambers were not getting up to 280-290. Back port was reading "psi-is at 5.6" but chambers were reading 240-250 after running unit for 5-10 mins. Patient involvement unknown.

Event description:
There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
The following fields were updated with additional information: date returned to mfg: 19-jan-2024 health effect, component & investigation codes: updated investigation summary: the affected device was returned for evaluation. The pressure chamber was received in good condition with no physical damage or adulterations. Pressure only reaches 250-260mmhg when tested. After visual inspection, a 1000ml i.v. Bag was installed, the pressure chamber was connected to calibrated air supply (e4633 due: apr 2024), and the functional test was performed. The customer's indicated failure was replicated and confirmed, as the pressure chamber only reached 250-260mmhg when tested at 5.6psi. The root cause was that the pressure gauge was out of calibration. As a result, the pressure gauge was removed from the device and calibrated using the calibrated air supply at 5.6psi. The device has no previous service history; the problem was not related to a previous smith's repair. Unique identifier (UDI) #: (B)(4).